Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to the lab on multiple patients but provided results for one patient. Results as follows: date: (B)(6) 2011, inratio: 5.7, lab: less than three. Nurse states that she is aware of patient and medication interferences. Nurse states that they are obtaining intermitted error messages (unable to provide exact message) and having correlation issues. Correlation includes facility testing same patient sample (different fingers) on two different inratio meters, same strip lot, and venipuncture at the lab.